Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's screen froze when he was changing out the infusion set. The act button stopped responding. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened keypad dome. No unexpected freezing anomaly noted. The j2 keypad connector was found closed properly during our visual inspection. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.